Event description:
Unomedical reference number (B)(4). Event occurred in the spain on (B)(6) 2024, it was reported by the customer that he faced a bent cannula. Within few minutes of use. The site of location was abdomen.. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.